Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Additional information received on 20-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. Event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, and the battery compartment and door were damaged. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. Removal of the upstream occlusion sensor seal revealed a scratch extending across the dome of the sensor. Any foreign materials or defects inside the dome will cause functionality issues. It was confirmed that a scratched upstream occlusion sensor caused the reported problem, however the root cause of reported problem is unknown. The upstream occlusion sensor was replaced as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number 2120.